Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device malfunction: dislodged stent. It was reported that there was a 90% stenosis from the proximal to distal circumflex, where a previously placed stent (type unk) had been implanted. There was a 45 degree bend at the mid circumflex. The lesion was predilated and the promus stent delivery system (sds) was advanced; however, it became stuck at the 45 degree bend. Significant force was used and dottering to try to pass the stent beyond the bend. The sds was removed to dilate more with the balloon. The stent was evaluated to ensure it was intact before reintroducing into the pt, but the same difficulty occurred at the same prior bend. The sds was removed a second time, and upon removal, it was noticed that the stent was not on the balloon. An x-ray of the pt's anatomy found that the stent was stuck over the guide wire in the bend, undeployed. Several attempts to withdraw the stent were unsuccessful. The stent was dilated and implanted in place in the pt's anatomy. There was no apparent injury or complications to the pt. No additional event or pt info is available. Your are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug.

Manufacturer narrative:
Results and conclusion summation -stent dislodgement can be influenced by many factors... Interaction with the lesion, accessory devices, and/or previously implanted stents. Per the IFU, applying excessive force to the delivery system can potentially result in loss of damage to the stent and/or delivery system components. Also the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the sent may be damaged when retracting the undeployed stent back into the guiding catheter.